Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the emergency room after receiving appropriate shocks, episodes of non-sustained v oversensing and lead noise were observed. Lead replacement was suggested. The patient was in good condition and will continue to be monitored..

Manufacturer narrative:
(B)(4).

Event description:
New information received on june 28th, 2018 states that the rv lead was explanted but the exact date is unknown. No further information available.

Manufacturer narrative:
Two partial leads with the distal tip measuring 50.1 cm and with the connector pin measuring 13.5 cm were returned for analysis. Internal insulation abrasions were noted at 16.8 cm to 17.0 cm and 37.5 cm to 38.2 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the superior vena cava shock coil was noted at 22.9 cm to 23.0 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of noise. Other damages found was sustained during the surgical procedure. The portion of the lead with the connector pin was otherwise normal.